Event description:
It was reported that the pump declared alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl and was therefore within a safe range. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.